Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for 3 patients. Customer tested a patient sample for accutni and obtained a result of 0.355ng/ml and it repeated at 2.434ng/ml. Upon repeat analysis for troponin on a different instrument, this sample gave a result of 0.01ng/ml. Two other patient samples were tested and gave initial results of 0.269ng/ml and 0.173ng/ml and repeated at 0.543ng/ml, 4.553ng/ml. Upon repeat analysis for troponin on a different instrument, they gave results of 0.01ng/ml and 0.04ng/ml. Erroneous results were not reported outside the laboratory. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The customer collects samples in plastic bd lithium heparin tubes with gel an centrifuges samples via the automation line. Specimens were sampled from the primary tubes. Qc was within specifications during the time frame of the event. A field service engineer (fse) contacted the customer in 2008: fse assisted the customer via phone in changing the peri-pump tubing. Customer successfully changed tubing and subsequent calibration and qc met specifications. Upon follow-up a week later, customer stated that there were no further issues with accutni patient results in regards to the event to date. Qc had also been performing to expectations. The customer said, they would contact cts if further assistance is required. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.